Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular a blurry scope. It is still unknown when the event occurred, if the product was changed out. Terumo continues an attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 3224, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. Upon evaluation of the device the complaint was confirmed. The complaint sample was returned and visually inspected. A monocular was used to inspect the device and it was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. A review of the device history record revealed no anomalies. Although a definitive root cause could not be determined, it is likely that the crack in the lens was due to improper handling of the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 10, 2022. Upon further investigation of the reported event, the following information is new and/or changed: b3 (date of event - added date). B5 (describe event or problem - added new information). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received, the event occurred during setup. The product was changed out and the procedure was completed successfully.